Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture was cut off was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced in describe event or problem are filed under separate medwatch reports.

Event description:
It was reported that a puncture closure of an unknown vessel was attempted using a proglide device after an unspecified procedure. Reportedly, "the suture was cut off and could not be used to tie off the vessel". Two additional proglide devices were used with the same results. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. As the name of the physician was not provided, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.